Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 590 mg/dl. The reporter alleged an issue with loss of prime. The reporter refused to participate in troubleshooting of the product with animas customer support and disconnected the call. Therefore, no additional information is available. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with loss of prime.